Event description:
Rptr had ordered some clothing (257.75 worth). Rptr told them that they were very allergic to the sun and uv lights and that rptr has lupus. Rptr talked with a salesman on the phone, who said that the sage green color would work well for them. They did not work at all. Rptr had the worst lupus flare they have ever had after being exposed to the sun only 30 mins. 75% of rptr's back was covering in purple/black lesions. Rptr was very sick. This co claims their clothes provide protection from the sun and uv light. But rptr found they provide less protection than a regular long sleeve cotton shirt. Rptr wrote a letter to them and suggested they should not offer those clothes to people that are allergic to the sun or that have lupus. Rptr told them that the clothes did not work at all. They have not responded to rptr's letter.